Event description:
It was reported by a family member/friend that "one time the thing flipped, so they had to go in and change it out." The reporter could not remember if it was the first or second pump, the date was also unknown. It was later reported by healthcare provider (hcp) patient "never had a flipped pump," the pump was replaced in (B)(6) 2012 due to motor stalls. It is unknown if the flipped pump and motor stall occurred on the same device, please see report 3004209178-2012-05774 regarding motor stall.

Manufacturer narrative:
(B)(4).